Manufacturer narrative:
Device evaluation summary:the distal tip was slightly flared. The 1st distal segment was deformed with a number of struts raised. The remaining segments were intact. (B)(4).

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the rca. The lesion was 75-80% stenosed and severely calcified. The device was removed from packaging per IFU and inspected prior to use with no issues noted. Resistance was encountered when advancing when advancing the device but it is unknown if excessive force was used. It is unknown if the lesion was pre-dilated. It is reported that the stent could not cross the lesion and when the device was removed it was noticed that the stent struts were damaged. The procedure was completed with another endeavor resolute (3.5x15). There was no patient injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.